Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.75mmx8mm nc emerge balloon catheter was advanced for pre-dilatation. However, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.75mmx8mm nc emerge® balloon catheter was advanced for pre-dilatation. However, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Upn- search corrected from h7493927608370 - nc emerge mr, ous 3.75mm x 8mm - 39276-0837 to h7493927615320 - nc emerge mr, ous 3.25mm x 15mm - 39276-1532. Upn corrected from h7493927608370 to h7493927615320. Catalog/model # corrected from 39276-0837 to 39276-1532. Device lot number corrected from 20856522 to 19498151. Device expiration date corrected from 07/07/2019 to 07/31/2018. Device manufactured date corrected from 07/17/2017 to 07/21/2016. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter with an unidentified stopcock attached to the hub. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. Microscopic examination of the balloon revealed a pinhole at the proximal markerband. The tip is damaged. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).